Manufacturer narrative:
No device malfunction alleged

Event description:
It was reported that the customer allegedly has observed that patients have been able to get their arms, legs, and necks caught in the gaps of the side rails. No specific incident has been reported, nor was there any reported adverse event.

Manufacturer narrative:
The sales rep confirmed with the customer that they have had no reported entrapment issues at this time. It was merely pointed out by the manager of the overflow unit that she felt there was some opportunity for that to happen with these beds. No further feedback was requested by the customer.

Event description:
It was reported that the customer allegedly has observed that patients have been able to get their arms, legs, and necks caught in the gaps of the side rails. No specific incident has been reported, nor was there any reported adverse event.